Event description:
The patient presented with low impedance. It was noted that the patient did not report any adverse events but the lead could be seen protruding in the patient's skin but was not coming out of the skin. X-rays were ordered but have not been reviewed by the manufacturer to date. The lead and generator were replaced. The lead was twisted inside the patient, the surgeon noted that he had never seen a lead twisted so badly. Per the physician, the patient was manipulating the device which caused the low impedance and protrusion. Both the generator and lead were discarded after the surgery. No other relevant information has been received to date.